Event description:
The affiliate reported a customer who had a patient that experienced swelling tonsil when examined with the scope disinfected by disopa. The patient had endoscopy performed once a year since three years ago. The scope processed by disopa was used on the patient for the endoscopy last year and this year. The patient experienced swelling of the tonsil after the examination last year. It was thought that the symptom was because of xylocaine, so xylocaine was not used on the patient for the endoscopy examination this year. However, swelling tonsil was experienced again. The patient did not need to be treated for the symptom and went home without any issue. It was reported that the patient had a rash. The facility was advised not to use the scope processed with disopa on the patient hereafter.

Manufacturer narrative:
Skin contact.